Manufacturer narrative:
(B)(4) evaluation findings of fiber broken within the connector. (B)(4). A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass tip measured 3.5mm and appeared unused. There were no signs of damage or other imperfections noted along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, after attaching the laser fiber into the laser unit and pressing the foot pedal, no aiming beam was visible and a strange noise was reportedly heard. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.